Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code is unknown. Should any additional information become available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause of the reported event of patient death is unknown. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
This is a spontaneous consumer report from (B)(6) of death in a patient coincident with dianeal pd-4 1.5 therapy. On an unknown date, the patient began dianeal pd-4 1.5 therapy. On (B)(6) 2011, the nurse contacted baxter and reported the patient died on (B)(6) 2011 and the cause of death was aspiration pneumonia. There was no allegation of device malfunction. The nurse reported this event was not related to peritoneal dialysis therapy. No further information was available.